Manufacturer narrative:
The manufacturer continues to request return of the device for further analysis.

Event description:
Dealer stated: "we had a house fire last night that was caused by one of our concentrators that was plugged into a power strip."